Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed there was no sound. The biomed just wanted to the part number for the speaker assembly and would repair the unit themselves. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker assembly. The biomed ordered a replacement speaker assembly to repair the device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 device indicating there was a speaker malfunction error, and the device had no sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.